Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (connect electrode belt prompts) was confirmed. Upon evaluation, the trunk cable was pulled from the distribution node (dn) strain relief, damaging the j702 connector on the dn pca board. The cause of the connect belt prompts is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was prompting to connect the electrode belt while the electrode belt was connected.